Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This report is being conservatively filed against the steerable guide catheter. It was reported that on (B)(6) 2025, the patient presented with grade 4 degenerative mitral regurgitation (mr) and prolapsed posterior 3 leaflet for a mitraclip procedure. The septal puncture was performed using a non-abbott device. One mitraclip was successfully implanted, reducing the mr to grade 1. After the procedure, slight right to left atrium shunt was observed. Saturation of peripheral oxygen (spo2) dropped from 92% to 72% due to patient's co-morbidity of right heart failure. Following steerable guide catheter (sgc) removal, the iatrogenic atrial septal defect (iasd) had a minimal impact on spo2 reduction, with excessive volume load increasing right heart pressure, decreasing output, and leading to congestion. After administration of diuretic and increasing blood pressure, output increased and spo2 returned to 100%. Per physician, the reduced oxygen level was unrelated to mitraclip and iasd. Reportedly, the increased right heart pressure with decreasing output causing congestion was a pre-existing condition with right sided heart failure. There was no malfunction. There was no clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there are no related effects to the steerable guide catheter. There is no indication of a product issue with respect to manufacture, design or labeling. Codes removed: health effect-clinical code: 2001 perforation; 1918 hypoxia; 4446 heart failure/congestive heart failure. Health effect- impact code: 4644 medications required. Medical device problem code: 2993 adverse event without identified device or use problem codes added: health effect-clinical code: 4582. Health effect- impact code: 2199. Medical device problem code: 3189.

Event description:
Subsequent to the previously filed report, the additional downgrading information was received: per physician, the event was unrelated to the steerable guide catheter. There was no injury associated with the device and no malfunction.